Event description:
It was reported that the device has a damaged downstream occlusion (dso) seal and a cracked battery compartment. Discovered during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed through device analysis. There was a crack on the battery compartment and damaged downstream occlusion (dso) seal. Replaced both battery compartment and dso seal to fix this issue. The device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.